Event description:
It was reported that the continuous cardiac index (cci) of 1.4l calculated by the vigilance 2 was lower than the expected value. At the beginning of measurement, the cci value was normal, 2.5. Subsequently, it fluctuated from 1.4 to 2.5, although other parameters such as blood-pressure and svo2 were expected values. There were no error messages observed. The clinician did not act on the lower value and no patient injury occurred.

Manufacturer narrative:
Examination of the returned suspect device was unable to confirm the customer's complaint through evaluation. The root cause was unable to be determined, as no fault could be found with the device. Evaluation testing included the over 36 hour burn-in test; the same burn-in process used to detect out-of-box manufacturing failures, fatu final and safety testing. No physical damage was observed during the visual inspection. The device history record was reviewed; the monitor was manufactured 11-sep-2006 and no non-conformances were noted in the device manufacturing record for any reason. It is unknown whether procedural processes or a specific circumstance played a role in the customer's experience, as no fault could be determined and there was no evidence of any failure of the monitor to function appropriately. No further actions will be pursued at this time.